Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which revealed the female connector was separated from the main body. The cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the sample evaluation of a minicap transfer set, it was discovered that the female connector was separated from the main body. There was no patient injury or medical intervention associated with this event. No additional information is available.